Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, patient reported occlusion alarm. Troubleshooting confirmed the blockage was located in the tubing. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.